Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a pinch near the non marked end in few of the polyurethane ureteral catheters that made it hard to pass a wire. Per follow-up via email on 04nov2022, it was reported that they opened two tiger tails that were like this. The third one was okay.

Event description:
It was reported that there was a pinch near the non marked end in few of the polyurethane ureteral catheters that made it hard to pass a wire. Per follow-up via email on 04nov2022, it was reported that they opened two tiger tails that were like this. The third one was okay

Manufacturer narrative:
The reported event is inconclusive because no sample was returned and further investigation was not conclusive. Although a specific root cause cannot be determined, potential root cause for this event could be, "device was damaged during handling". The device was attempted to be used for treatment purposes. It is unknown if the device had met relevant specifications or resulted in the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use if package is damaged".